Event description:
It was reported a delay greater that 30 minutes during surgery.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that this complaint reports an intra-operative implant to implant connection malfunction. A back-up device was used to complete the procedure. This case also reports there was a 30 minute to 1 hour delay in the procedure. However, it was further reported neither the delay in the procedure nor a functional issue in the implant resulted in any harm or adverse patient outcome. No product will return. Since no further risk to patient is anticipated and no harm is being alleged as a result of this reported incident no further clinical assessment is warranted based on the information provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.